Event description:
The customer contacted philips healthcare to report that the heartstart xl defibrillator is experiencing the ac power indicator was stay off when device was using ac power. There was no reported patient involvement.